Event description:
The customer called and requested assistance with uploading the insulin pump and blood glucose meter to carelink. During the call the customer mentioned being hospitalized due to high blood glucose. The customer stated that she will call back. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.